Event description:
It was initially reported that the patient's generator was replaced, due to end of service, but it was unknown if an eri-flag was observed. Calculation performed in the manufacturer's database resulted in an approximation of 3.28 years until eri=yes. During the surgery, the surgeon was able to communicate with the device. It was noted that the patient was hit with a ball sometime in the "past couple of years." Since this incident, the patient has been "having more seizures and were getting worse." According to the neurologist's office, the increase in seizures started in 2009. The neurologist's office indicated that it is difficult to know if the patient is above pre-vns baseline levels as he has been implanted so long. The patient was also prescribed a new medication 5 months later. The surgeon elected to replace the generator prophylactically because it was not an end of service condition. Diagnostics were said to be "fine" at the completion of surgery. It was later indicated that since the patient's generator replacement, the patient's seizures have improved and the patient's mother is looking to remove multiple medications, due to the efficacy of the therapy. The physician said that they believe that there is a relationship to the increase and the device, which is why the replacement was requested, but it is difficult to say why since diagnostics prior to surgery were within normal limits (no specifics were provided on the diagnostics). When asked about the stimulation no perceived, the nurse that there wasn't anything noted in the clinic notes, but it is possible it was mentioned, but not documented. When asked about the trauma event that happened some time back, she said that she was unaware of the issue, especially if it occurred a few years back. There was no mention of suspected device malfunction or eos condition that could have contributed to the event. The device has been replaced, and sent to the manufacturer for analysis, which has yet to be completed.